Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing an adverse reaction after wearing the pod for a few hours. The site felt uncomfortable, painful, hot, red, sore and irritated. When the patient removed the pod from the infusion site (abdomen), the patient noticed blisters and purulent discharge. The patient applied a steroid ointment for treatment. The patient did not confirm if the steroid ointment was prescribed by a healthcare professional. Additional information regarding the incident was solicited but is unavailable. A new pod was successfully applied.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported skin condition could not be conclusively determined.